Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a day after an implant procedure, high capture threshold was observed. During a follow up in clinic, the capture threshold was found to have increased again. Programming changes were made and there were no patient consequences.